Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display and keypad unresponsive. The customer blood glucose level was 387 mg/dl at the time of incident. The customer also states that they received the pump errors and the customer was unable to successfully clear the alarm. The customer was advised to monitor the time display. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received no button response due to j1 connector on electrical board was unlock during visual inspection. Unable to verify frozen screen and pump error alarm due to no button response.